Manufacturer narrative:
Investigation results: a visual inspection of the device was performed. From the visual inspection, the latex balloon was torn. The complaint is confirmed.

Event description:
The hosp reported that during the saphenous vein harvesting procedure, the balloon reported popped on two short ports. The procedure was completed by performing a bridging technique to retrieve the vein. The hosp did not report any other pt complications.